Manufacturer narrative:
The distributor reported that the asi of a new AED is not flashing green or red. The battery pack has an expiration date of december 2029. Communication with the distributor: the unit entered service in service on 19 jul 2024. On july 23rd, the battery pack was removed, then reinstalled on the 24th, and the log file history downloaded. The AED should be removed from service due to the asi issues and returned to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the asi of a new AED is not flashing green or red. The customer did not report this event occurred during patient use.